Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue; therefore, a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that a wearable failure occurred. The sensor was inserted into the arm. The date of the event is an approximation. On (B)(6) 2025, the patient experienced a sensor failure. At an unspecified time after the failure, the patient began vomiting and developed significant pain. The last cgm value prior to the sensor failure is unknown. The patient presented to the emergency room (ER) for evaluation, where a blood glucose (bg) meter reading of 500¿mg/dl was obtained. She was subsequently diagnosed with diabetic ketoacidosis (dka). At the time of the event, the patient was using a tandem mobi insulin pump. No additional patient or event details were available. Attempts to contact the patient for further clarification were unsuccessful. The patient was reported to be ¿fine¿ at the time the event was submitted. Performance data was reviewed. The allegation was not confirmed via data. The probable cause could not be determined post investigation as the allegation was not found. No additional event or patient information is available.